Event description:
The device was used for the excision of lung biopsy. Reportedly, the instrument would not release from tissue. A second instrument was used to complete the procedure. Co has been unable to obtain any add'l info from the hosp.